Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with closurefast catheter, 7f, 60cm. The customer states the catheter would not fire up during a procedure. The doctor utilized a guide wire to finish the procedure. There was no consequences or impact to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.